Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Customer's reported problem was confirmed. Pump was found to be displaying "service due" alarm message during power up when batteries are inserted. Clock battery date have reached the level at which clock battery date service due is required. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace clock battery. No problems or issues were identified during this device history record review.

Event description:
It was reported that the device made alarm sounds and didn't want to turn off properly. No patient injury was reported.

Event description:
It was reported that the device made alarm sounds and didn't want to turn off properly. No patient injury was reported.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device made an alarm sound and did not want to turn off properly. It is unknown if there was a patient, or clinician injury associated with this occurrence.